Event description:
It was reported that the atrial lead exhibited noise; which resulted in two auto mode switch episodes and eight high ventricular rate episodes. Programming changes were performed resolving the noise and mode switches. No patient symptoms were reported and the patient will continue to be monitored.